Event description:
Subsequently, this device was removed and returned for analysis.

Event description:
Boston scientific received information that this patient reported hearing beeping tones. Upon interrogating the device it was noted that the device triggered elective replacement indicator (eri). Premature battery depletion was alleged. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Event description:
--

Manufacturer narrative:
Upon additional information this investigation will be updated.